Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer mis-counted the dinner carbohydrates and as a result too much insulin was delivered for the bolus. The blood glucose (bg) level dropped to 60 mg/dl. No treatment was performed and the next morning, the bg was at target level. Tandem technical support advised the customer to discuss the event with a healthcare provider.